Event description:
On (B)(6) 2014, the patient underwent an endovascular procedure using conformable gore® tag® thoracic endoprostheses (tgu404020j/12802496, tgu454520j/12768632) to repair a thoracic aortic anuerysm. It was reported that the patient's distal neck was extremely tortuous. After deploying tgu404020j/12802496 at distal side successfully, the physician attempted to deploy tgu454520j/12768632 proximally; however, the delivery catheter got stuck at the tortuous distal neck and could not advance any further. It was reported that in order to pass the device through the tortuous distal neck the physician forcibly advanced it and simultaneously added force to a gore® dryseal sheath with hydrophilic coating (dsl2428j/12259308), resulting in dissection of the right common iliac artery. The dissection was repaired by implanting a bare metal stent (detail unknown) with success. The physician elected not to implant the device. The device was retracted with no other reported issue and the procedure was concluded without implanting any other devices. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. The conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) states ¿do not continue advancement or retraction of the sheath or delivery catheter if resistance is felt. Stop and assess the cause of resistance. Vessel damage may occur.¿

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.